Manufacturer narrative:
Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the stent slightly migrated and was then implanted.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent placement problem occurred. Vascular access was obtained via the femoral artery. The 90% in-stent restenosed, 10mmx2.5mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified mid left circumflex artery (lcx). After a 3.5 6f xb guide catheter was placed, a soft guidewire was advanced to cross the lesion. Following predilation, a 2.50x16mm promus element plus drug eluting stent was advanced to treat the lesion. After stent deployment, the physician noted that he has missed the lesion. Upon analysis, the physician noted that the stent slipped during deployment. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.